Event description:
The customer reported to olympus, the bronchovideoscope exhibited b30 scope communication error. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding if the device had been reprocessed and used on a patient during a procedure. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue peeling off, distal end unit cracked, and connecting tube deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer that the event occurred before the intervention.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported error likely occurred due to the following: 1. Conduction failure of the circuit board inside the scope connector temporarily occurred due to moisture that invaded the subject device by the following: a. Stress applied to open venting connector accidentally while device was under water. B. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. C. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. D. Immersed device in fluid for reprocessing while sterilization cap was attached. E. Connector cap of leakage tester was attached to wet venting connector. F. Leakage tester was attached/detached while device was under water. 2. Temporary failure of charge-coupled device (ccd)/circuit board inside the scope connector by the following handling: a. System ground wire was not connected. B. With the system power on, remove and insert the scope connector. C. Dirt, moisture, and others are attached to the connector contact section. 3. Failure of the system: the event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: important information ¿ please read before use: precautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ ¿for cv-1500 connected: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ ¿for clv-190 connected: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ ¿reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ ¿reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ event date corrected to ¿(B)(6) 2022¿ from previous medwatch submission. Olympus will continue to monitor field performance for this device.